Event description:
A talent captivia stent graft system and another manufacturer¿s stent graft were implanted in a patient for the endovascular treatment of either a dissection or a thoracic aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently the aneurysm is 6.2 cm in diameter and 5.7 cm in length. The patient presented for a routine follow up appointment. A recent CT revealed that there is a distal type I endoleak due to disease progression in the distal thoracic aorta. A valiant captivia 32x32x100 was implanted distally and a valiant captivia 34x34x200 was implanted between the tf3838c159cp and the valiant captiva 32x32x100 and the other manufacturer¿s stent graft. The endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (disease progression; disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; disease progression with aortic neck dilatation).